Event description:
It was reported that after the xact stent implantation in the left internal carotid artery on (B)(6) 2011 the patient experienced right-sided upper and lower extremity weakness. Thrombosis was found in the carotid stent, and the patient was treated with tissue plasminogen activator, and a second stent was implanted. The second stent also immediately became thrombosed and the patient experienced an ischemic stroke. The patient was intubated and her condition continued to worsen. The patient experienced a myocardial infarction on (B)(6) 2011. She experienced an intracranial hemorrhage on (B)(6) 2011. With the patient's condition worsening, it was her family's decision to take her off of life support, and she died on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of cerebrovascular accident (stroke), vessel thrombosis, ischemia, hemorrhage, weakness, respiratory arrest and death are listed in the xact stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The other xact stent is being filed under a separate MFR number.